Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that pump had no motor movement error alarm. The customer's blood glucose level was 100 mg/dl at the time of incident. It also reported that the customer was able to rewind the pump. The customer reported that the alarm occurred three times after self test. The customer will return insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin pump error noted during testing. The motor was tested out side the device and passed. Unit was received with cracked retainer, minor scratched display window and scratched case.